Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and found that the reported failure c-34 errors was confirmed and reproduced on generator connected to system. Visual inspection found that the unit had no significant scratches or dents. The front bezel was in decent condition. C-34 error during start-up generator unit that was placed on a system and was run in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause in this case is attributed to the low measurement value of the hf voltage.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, error c-34 occurred when activated the monopolar instrument during the surgery. The technical support engineer (tse) explained the detail of this error, advised the customer to reboot generator. There was no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed robotically; the generator was exchanged out during the procedure. The customer exchanged to ft10 generator. To resolve the reported issue the customer tried restarting and exchanging to ft10.